Event description:
It was reported that during the right superficial femoral artery stenting procedure, removal difficulties were encountered. The sentinol nitinol biliary stent delivery catheter became stuck on the guidewire following successful stent deployment. The delivery system and guidewire were removed together. No adverse patient effects were reported. The patient's condition was reported to be "fine."